Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect stopper color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect stopper color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there was abnormal color of the inner plug of one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter e-mail: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there was abnormal color of the inner plug of one (1) tube. No adverse impact was reported regarding the patient or user.